Manufacturer narrative:
Samples (one box) received. Hand tested 3 samples. Nothing unusual observed. Samples sent to grd for friction test. All catheters passed the friction test.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to information received, the (B)(6) female patient has experienced skin irritation in the vagina and urinary tract infection by using a eve-catheter for the first time. She is using octenisept to disinfect her skin before catheterisation. She went to a doctor to seek medical advise, he decided to continue with eve catheters. There is no info available if he has prescribed medicine to treat the infection and skin irritation. She usually uses catheters once a day in the evening and she will continue as the doctor has decided to do so. Skin irritation and infection is still present but monitored by the physician. Previous mentioned information about the profession of the user seems to be wrong.